Event description:
It was reported by the rep the device was used during a zenker's diverticulum of the esophagus resection. It was reported a tlv30 vascular linear stapler was placed across the diverticulum. It was closed & fired. The specimen was cut with a scalpel. The surgeon discovered that there was no staple line. Surgeon claims there were no staples in the stapler. 07/02/1998 the surgeon completed the procedure using sutures. There was no consequence to the pt. 07/02/1998 contact person reached via phone & had nothing further to add to above info other than to say the surgeon did want to know the outcome of the analysis.